Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined. UDI #: (B)(4).

Event description:
It was reported during use of the 16x100 mm 8.5 ml bd vacutainer® plastic p100 plasma tube. Clear bd hemogard¿ closure that bd p100 tubes are breaking during centrifugation. There was no report of injury or medical intervention.